Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The sheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During manufacturing, the device and its components undergo multiple tests and inspections. Per procedure, on the receiving level, the inner member and outer jacket components are visually inspected on a sampling basis for visual defects. Per procedure, following proximal bonding, the shafts are 100% inspected for kinks. Per procedure, the outer jacket is visually inspected for wrinkles, holes, and tears. Per procedure, the proximal end of the shafts is flared and inspected for length. Devices are then 100% visually inspected. Per procedure, following shaft pre-conditioning, the devices are inspected. On the component level, the shafts undergo 100% visual inspection by both manufacturing and quality, per procedure. During final sheath inspection, per procedure the shaft is visually inspected. In addition, during product verification (pv), sample are tested for insertion force with the shaft body and shaft tip. The upper specification limits and all samples passed the pv test for the lot release. These inspections and testing above indicate that the axela sheath has sufficient inspections in place to identify defects related to the complaint event. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to the reported event. A lot history was performed and revealed one other complaint for sheath resistance with delivery system, bc, the device is pending evaluation. A lot history for sheath shaft punctured was performed and no other complaints were identified. A complaint history from july 2018 through june 2019 has been reviewed and no confirmed manufacturing non-conformances were identified. Available information suggests that patient/procedural factors contributed to the reported event. The IFU/training manuals were reviewed for guidance/instruction involving the axela sheath and delivery system usage. The procedural training manual includes the following information that is specific to edwards axela (14f) sheath: note access characteristics that would preclude safe placement of sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than 5.5 mm and 6.0 mm, insertion marker is minimum sheath insertion point to maintain proper hemostasis, and radiopaque marker represents 8 mm from actual sheath tip. In addition, for vessel pre-dilation, a second 14f dilator is included with the system for vessel pre-dilation as needed. The procedural training manual provides instruction of delivery system insertion through sheath: using the fine adjustment wheel, ensure the balloon catheter is fully retracted into the flex catheter. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Insert the loader until it stops. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure. Advance the delivery system with the edwards logo facing up, through the sheath until the thv exits the sheath. Consistent tactile feel until exiting sheath at tip. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification (if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 - 2 cm. In expectation of high friction, use short movements and the thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation   the complaints were unable to be confirmed due to the unavailability of a returned device or procedural imagery. Review of complaint history and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. As no device or procedural imagery was provided, a definite root cause is unable to be determined. However, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. As mentioned in the additional information from the field, ¿the patient¿s vessels were not sufficient (mld not big enough) and a little calcified for the axela sheath.¿ undersized vessel can create a difficult insertion pathway and increase the level of resistance felt upon insertion of the delivery system. Calcification can cause restrictive pathways for the delivery system to pass through, causing the reported events. Additionally, procedural factors such as improper flushing/wetting of the devices, incomplete/misaligned valve crimping, incomplete loader advancement, and residual fluid left in balloon during prep may contribute to the resistance observed. The case notes also mentioned a ¿push pull method¿ was used to overcome the resistance which may have resulted in the puncture in the sheath from the valve protruding out. In this case, available information suggests that procedural (excessive device manipulation as a result of high resistance and undersized and calcified vessel) and/or patient factors may have contributed to the complaint events. However, a conclusive root cause is unable to be determined. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. No corrective or preventative action is required for the puncture of the sheath shaft. A CAPA for the resistance with the delivery system has been identified and is in the implementation phase to investigate related to valves becoming stuck in the axela sheath.

Manufacturer narrative:
UDI #: (B)(4). Investigation is ongoing.

Event description:
During a tavr procedure by transfemoral approach, resistance with a 26mm ultra delivery system into a 14fr axela sheath was noted. The system was stuck in the sheath. An unsuccessful attempt was made to troubleshoot with the push, pull method. A decision was made to remove the delivery system as a unit. An esheath and 26mm commander delivery system was inserted. The valve was successfully deployed with no paravalvular or central leaks. After esheath removal, femoral artery injury was noted, and a peripheral angioplasty was performed. The patient was stable and transferred for post management care. The sheath and valve will be returned for evaluation.   Per pre-procedure discussion, the patient's vessels were not sufficient (mld not big enough) and a little calcified for the 14fr sheath. A decision was made to proceed with the 14fr sheath.  Upon visual inspection of the axela sheath and delivery system, the valve was protruding through the sheath. On the back table the delivery system was removed from the sheath.